Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the inner component of the device was coated with ¿rubber cement like goop". The patient could not breathe right in three hours or less. Excessive force was required to get the inner part of the device pulled out.